Manufacturer narrative:
Device history records related to the event were reviewed. There were no non-conformance's detected through the device history record review. A supplemental report will be filed if additional information is provided in the future.

Event description:
During a nextra hammertoe correction surgery that occured on an unknown date, the surgeon reported having difficulty connecting and proximal end of the driver with the proximal implant. The surgeon was able to get enough of the implant on the driver to complete the surgery, but then had difficulty removing the driver from the implant. The patient was reported as having very osteopenic bone. There were no patient complications.